Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, visible separation was seen of the coil after the right ventricular (rv) lead was placed into the right ventricle. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the rv exposed coil was stretched and that caused the backfill to damage. As a result, the coil was not stay firmed in place as it should be. No fracture was observed. If information is provided in the future, a supplemental report will be issued.